Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a severely calcified vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 18 atmospheres on the second inflation. The device was removed from the patient's body without issue and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.